Event description:
The healthcare professional reported that the pt did not perform well with the implant. The patient has a history of otosclerosis and 45 years of hearing loss in the implanted ear. About 3 months after cochlear implant use, she was complaining of poor performance as well as squealing and squeaking sounds. The pt reportedly had no response on the first 9 basal electrodes. Reprogramming efforts and external equipment swaps did not resolve the problem. According to a report from the surgeon, the electrode array appeared to be in the cochlea. The results of an integrity test were consistent with normal device function. Explantation/reimplantable surgery was performed in 2005. The pt reported that he believes he is hearing more with the now device but still has limited performance, according to the audiologist.